Manufacturer narrative:
(B)(4) recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient reports the ipg is unable to communicate with the external devices. The patient reports she last recharged approximately three months ago. The sjm representative met with the patient and confirmed the issue. Surgical intervention may be pending to address this issue.